Manufacturer narrative:
H3 other text : device evaluated at third party service center.

Event description:
During the evaluation of the device at the third-party service center, the device was visually inspected and found inoperative fan registration and evidence of impurities in the flow machine. The information was duplicated due to an error that was identified in the error logs. There was no patient harm or injury reported. The device's flow sensor was replaced to address the issue.